Manufacturer narrative:
(B)(4). Device evaluation: the report that the removable suture wing clip separated from the juncture hub was confirmed by visual examination of the returned hub. One 14 fr x 25 cm catheter with the wing clip hub loose on the catheter body was returned. Two photographs of the returned sample were received as well. The photos show a femorally inserted catheter which had separated from the removable wing clip hub which remained sutured in place. The wing clip hub was slid onto the catheter juncture hub and firmly snapped into the designated slot. The wing clip hub could only be removed by significant force and manipulation of the hub during removal. A device history record review was performed with no evidence to suggest a manufacturing related issue relevant to this complaint. Therefore, since the separation was not observed until after the wing clip hub was sutured into place, operational context caused or contributed to this event. It appears that the catheter may have become dislodged during catheter securement to the patient. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on the (B)(6), in our resuscitation unit, we had a problem with a dialysis catheter. The catheter disconnected from the "snap-lock" which maintains it in place on the patient's arm.